Event description:
The patient's treating neurologists office reported the patient died from dementia. They did not know any further details surrounding the patient's death. It was reported that the patient was in a nursing home which they did not know the location of and had not been seen by them since 2007. They did not know the relationship of the death to the vns just that the pt died from dementia. It is unknown if the patient's vns was explanted.